Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the tubing of an ojr412 optiflow junior 2 nasal cannula was found detached from the cannula end. The facility further reported that two additional units were similarly affected. It was indicated that patients would have pulled on the cannulas, and that the alarm system was activated due to a decrease in oxygen saturation. The devices were subsequently replaced, and no further patient consequences were reported.

Manufacturer narrative:
(B)(4). Fisher and paykel healthcare (f&p) is currently in the process of obtaining further information regarding the reported event. We will provide a follow up report upon completion of our investigation.